Event description:
The reason for call was patient reported they were having trouble charging their implant and the issue began a couple months ago. Patient stated they were without the therapy for a little while and their pain had gotten so bad that they had trouble walking more than a block. Patient said they went to their pain management healthcare provider and the healthcare provider wanted the patient to meet with the manufacture representative. Patient mentioned the representative called and told them to keep charging the implant even though it was not showing a charge on their internal battery and the representative said they would meet the patient at their healthcare provider office to reprogram the implant or delete the error message. Patient stated they have not been able to call the rep since. Agent asked patient to connect with the programmer and patient said they get the reposition antenna screen. Patient stated they could not connected with their pp either. The issue was not resolved. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.